Manufacturer narrative:
The electrode belt sn (B)(4) and monitor sn (B)(4) have not been returned. The device flag data from the last download does not indicate any device malfunction. The review of the data indicated that the device powered on normally and was able to acquire the patient's ECG signal on the last day of use captured in the data download. No deficiencies alleged. Device manufacture date: monitor: 09/26/2017, belt: 08/04/2015.

Event description:
A us distributor contacted zoll to report that a patient passed away while wearing the lifevest on (B)(6) 2019. The patient was unconscious at the time of passing. It was reported that the patient's granddaughter shot the patient. Prior to passing, the patient received two treatment shocks. Review of the download data indicates the patient received one inappropriate shock at 21:42:49 when they were in asystole with a post shock rhythm of asystole with CPR/motion artifact. The patient received an additional appropriate shock at 21:44:49 when their rhythm was in ventricular fibrillation (vf) with a post shock rhythm of asystole with motion artifact. Post-shock asystole is a known and potentially adverse outcome of defibrillation therapy.